Event description:
It was reported that patient experienced feeling shocking sensation in left side by ventricular assist device (vad) on 06mar2026 while connected to mobile power unit (mpu). It was confirmed that sensation was not coming from implantable cardioverter-defibrillator (ICD). The patient stated connections were done correctly, they moved themself to batteries at the time. Since, the patient had been able to use the mpu with no further issue. The patient carried the equipment in their shower bag even at home, and the bag was usually to the left. The system controller was looked at on 17mar2026, and no visible wear to the paint was noticed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a shocking sensation in left side by ventricular assist device (vad) while connected to mobile power unit (mpu) was unable to be confirmed through this analysis. Submitted log files captured no atypical events/alarm related to the reported event. The pump was found to operate as intended within the expected speed range throughout the data capture. No products were returned for evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.